Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. Dexcom was served with a legal action as a result of the patient¿s alleged injury. The reporter did not provide a description or information regarding the circumstances of the alleged event or details of the alleged injury other than what is alleged in the complaint. Dexcom has provided to FDA the information it currently has relating to this alleged adverse event. Dexcom has requested further information from the patient¿s personal injury lawyer. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Legal counsel reported to dexcom that the patient passed away on (B)(6) 2021. It was reported that the patient passed away in the hospital of an anoxic brain injury. Legal counsel reported that the patient experienced a hypoglycemic event on 12/17/2021. It is unknown if emergency medical services transported the patient to the hospital or if paramedics were called. No product or data was provided for investigation. The probable cause could not be determined as there was no reported information of a reported issue with the dexcom device. Despite additional requests for information, no further information was provided.